Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 11-june-2024, it was reported that patient faced 16 infusion set cannula was bloody and leaking the infusion set was in use for 5-12 hours. The site for insertion was thigh, abdomen and arm blood glucose levels reported during the event were between 548mg /dl . Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 16.